Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00155.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils into the target vessel using a non-penumbra microcatheter. The physician then advanced another smart coil through its introducer sheath, but it would not enter into the hub of the microcatheter. The smart coil was therefore removed and was not used in the procedure. A second smart coil was then advanced through its introducer sheath but the same issue occurred. The second smart coil was also removed and was not used in the procedure. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow up #1 3005168196-2019-00156 MFR report and is being corrected on this follow-up #2 3005168196-2019-00156 MFR report: section h. Box10. Narrative/corrected data. Results: the pet lock was intact at the proximal end of the pusher assembly. Bends and kinks were present along the pusher assembly approximately 14.0 cm, 31.0 cm, 47.0 cm, 86.0 cm, 102.0 cm, 112.0 cm, 135.0 cm, 136.5 cm and 137.5 cm from the proximal end. The pusher assembly was fractured approximately 138.5 cm from the proximal end. The mid-joint was proximal to the introducer sheath friction lock. The embolization coil was detached from the ddt. Conclusions: evaluation of the first returned smart coil revealed proximal offset coil winds. If the introducer sheath is not seated properly within the hub of the parent catheter, resistance may be encountered while advancing the device. If the device is advanced against resistance, damage such as offset coil winds will likely occur. During functional testing, resistance was encountered at the hub of a demonstration microcatheter and the device could not advance any further. Further evaluation revealed kinks along the pusher assembly. These kinks are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the second smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock, pusher assembly kinks, and a fracture. If the introducer sheath is not seated properly within the hub of the parent catheter, resistance may be encountered while advancing the device. If the smart coil is forcefully advanced against this resistance, kinks and fractures may occur. Further evaluation revealed the embolization coil became detached from the ddt. Cause was unable to be determined due to the extent of damage to the device before being received for evaluation. Based on the reported complaint, some of the observed kinks, the fracture, and the detached embolization coil were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00155.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. Bends and kinks were present along the pusher assembly approximately 14.0 cm, 31.0 cm, 47.0 cm, 86.0 cm, 102.0 cm, 112.0 cm, 135.0 cm, 136.5 cm and 137.5 cm from the proximal end. The pusher assembly was fractured approximately 138.5 cm from the proximal end. The mid-joint was proximal to the introducer sheath friction lock. The embolization coil was detached from the ddt. Conclusions: evaluation of the first returned smart coil revealed proximal offset coil winds. If the introducer sheath is not seated properly within the hub of the parent catheter, resistance may be encountered while advancing the device. If the device is advanced against resistance, damage such as offset coil winds will likely occur. During functional testing, resistance was encountered at the hub of a demonstration microcatheter and the device could not advance any further. Further evaluation revealed kinks along the pusher assembly. These kinks are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the second smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock, pusher assembly kinks, and a fracture. If the introducer sheath is not seated properly within the hub of the parent catheter, resistance may be encountered while advancing the device. If the smart coil is forcefully advanced against this resistance, kinks and fractures may occur. Further evaluation revealed the embolization coil became detached from the ddt. Based on the reported complaint, some of the observed kinks, the fracture, and the detached embolization coil were likely incidental to the reported complaint penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00155.